Event description:
The facility reported a failure code 812:02 on channel c. It was not specified if this failure occurred while infusing on a patient. However, the facility's representative stated that no patient incidents were reported on this pump since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested but none was provided.